Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient didn't get good information about charging following implant so the device was not charged. The implantable neurostimulator (ins) battery was depleted at the time of the call and has been depleted for a while. The manufacturer representative (rep) wanted to review how to start a physician recharge mode, which was reviewed. They will charge with the patient and attempt to get the ins turned back on. No patient symptoms were reported. Additional information was received from a manufacturer representative (rep) reporting that the ins was overdischarged. The physician was able to get the ins functioning properly.